Manufacturer narrative:
The damage found was sustatined during the surgical procedure.

Event description:
High pacing thresholds were observed. There was no obvious movement from original implant position. The lead was explanted.